Event description:
During a lithotripsy procedure the dr mistakenly treated the wrong kidney of the pt. When the uroview 2000 docks with the litho machine the uroview 2000 tabletop should automatically adjust itself in the lateral and longitudinal directions as well as table height and table angulation. The table did not dock in the longitudinal and lateral adjustments. The pt had kidney stones in both kidneys but the one that was mistakenly treated was not the one that had been identified for treatment.